Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer performed the fill tubing step while connected, filling with 14 units of insulin. Tandem technical support instructed the customer to immediately disconnect from the site and to contact their healthcare provider. Upon follow up with the customer two hours later, it was reported that the customer had consumed food and that blood glucose level was at 200 mg/dl. The customer was reported to be doing great.